Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this battery board. Philips cannot rule out a malfunction of the battery pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.